Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13033. The patient had two leads from two different lot numbers. It was reported the patient's leads had migrated. Follow-up identified the patient had a surgical procedure on (B)(6) 2012, to reposition the leads. The patient was programmed postoperative and had effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.